Event description:
It was reported that the healthcare provider (hcp) would be doing a lead revision on the patient. At the time of placement the hcp was happy with the lead locations, but after a post-operative MRI he was not and wanted to revise them. The date of the revision was not scheduled yet. It was noted that the hcp used a different manufacturer¿s product for micro-targeting and he reported that this was the cause of the event. The patient did not have his implantable neurostimulator (ins) or extensions yet, so there was no therapy issue. The actual date of the revision was not scheduled yet, so no patient outcome was available. Additional information was requested to get these details and if more is received a supplemental report will be sent. Refer to manufacturing report #6000153-2014-00143 as the patient had two leads implanted and it was unclear if only one or both would be revised.

Manufacturer narrative:
Product ID: 3389s-40, lot# va0jsnp, implanted: (B)(6) 2014, product type: lead. (B)(4).